Manufacturer narrative:
Additional information: type of report; type of report; if follow-up, what type; device manufacture date.

Manufacturer narrative:
The device was returned to nihon (B)(4) and evaluated. The problem reported by the customer was duplicated. The hard drives were replaced. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the device froze. Biomed was forced to do a hard repoot. Biomed reports device is staying in a blue error screen.